Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(6).

Event description:
Related manufacturer reference number:3006705815-2022-14032. It was reported that the patient¿s leads were showing high impedances. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the 3189 lead found a kink on the outer tubing where multiple internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.